Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1139777. The review revealed one record of non-conformance associated with dry barrels. There was an intermittent issue with dry barrels during the production of this lot; however, it was resolved at the time of occurrence. Product associated with this defect was held for inspection and the affected material was scrapped. As samples were not available for return, a thorough sample analysis could not be completed and the reported issue could not be substantiated. At this time, the exact cause cannot be identified for this reported issue.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: the plunger is hard to push.   Verbatim: we are having a large amount of bs posiflush flushes that will not allow you to push the plunger through the syringe to expel the saline. While giving medications or flushing through the extension set into the IV at the hub, the resistance is so strong that it gives the impression that the IV is no longer patent. When I mentioned this at the charge nurse desk, many nurses stated they were having the same issue but thought their IV was no longer functioning. Patient¿s IV¿s, I/o¿s have been removed due to the resistance when, in fact, it may not have been the case. I personally had this issue occurring about 3 times on 3 different patients on tuesday and obtained an additional flush (I did not look at the lot number) and was able to flush without difficulty, ensuring my IV was still patent. These flushes have a gray rubber tip to the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: the plunger is hard to push.   Verbatim: we are having a large amount of bs posiflush flushes that will not allow you to push the plunger through the syringe to expel the saline. While giving medications or flushing through the extension set into the IV at the hub, the resistance is so strong that it gives the impression that the IV is no longer patent. When I mentioned this at the charge nurse desk, many nurses stated they were having the same issue but thought their IV was no longer functioning. Patient¿s IV¿s, I/o¿s have been removed due to the resistance when, in fact, it may not have been the case. I personally had this issue occurring about 3 times on 3 different patients on tuesday and obtained an additional flush (I did not look at the lot number) and was able to flush without difficulty, ensuring my IV was still patent. These flushes have a gray rubber tip to the plunger.